Event description:
Leica biosystems received a complaint regarding sub-optimal processing of approximately 120 biopsies from an overnight four (4) hour xylene protocol. The complainant described the affected tissue samples as "wet and mushy". A leica field support specialist (fss) attended the laboratory on (B)(6) 2014, in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The measured ethanol concentration in bottle 10 was 76%; and that calculated by the instrument software based on info entered by a user was 100%. On (B)(6) 2014, leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing was a use error, which occurred prior to commencement of the "4hr small specimen run" protocol started in retort a at 19:55 pm on (B)(6) 2014. Specifically, the user failed to complete manual replacement of the reagent in bottle 10 (ethanol) correctly. Bottle 10 was removed from the instrument for approximately one (1) minute at 06:38 am on (B)(6) 2014; and the station properties for bottle 10 (ethanol) were reset at 06:39 am on (B)(6) 2014. Resetting a reagent station sets the concentration to the default value of 100% configured in the reagent types definitions. As a consequence, bottle 10 was used in the final dehydration step of the "4hr small specimen run" protocol from which sub-optimal tissue processing was reported. The ethanol concentration measured by the fss on (B)(6) 2014 following completion of the "4hr small specimen run" protocol started in retort a at 19:55 pm on (B)(6) 2014, was 76% compared to 100% calculated by the instrument software. This finding indicates that the reagent was not replaced correctly. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported.